Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump had to be press multiple times to activate. The customer's blood glucose level was unknown. Customer stated that the insulin pump had cracks on screen, front of casing and middle button. Customer stated that the insulin pump was no longer waterproof and had unexplained no delivery alerts. The insulin pump will not be returned for analysis.